Event description:
The investigation determined that higher and lower than expected vitros vancomycin (vanc) quality control results were obtained from non-vitros thermofisher mas quality control fluids using vitros chemistry products vanc reagent lot 2514-46-9257 on a vitros xt7600 integrated system. Mas qc level 1 results of 16.03 and 16.21 ug/ml versus the expected result of 6.34 ug/ml. Mas qc level 2 results of <5.0 and <5.0 ug/ml versus the expected result of 18.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were from a qc fluid and was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected vitros vancomycin (vanc) quality control results were obtained from non-vitros thermofisher mas quality control fluids using vitros chemistry products vanc reagent lot 2514-46-9257 on a vitros xt7600 integrated system. The assignable cause of the event is related to an issue with vitros vanc lot 2514-46-9257 pack sequence # (B)(4). The issue with the pack could not be determined with the information provided. Although this vanc lot was only in use for a short time prior to the unexpected results, the quality control results were within expectation prior to loading pack sequence # (B)(4). Additionally, results were acceptable when a new pack from the same lot was loaded and run using the same calibration parameters. Therefore, an overall issue with vitros vanc reagent lot 2514-46-9257 is not a likely contributor to the event. Although a diagnostic precision test was not run, an instrument related issue with the vitros xt7600 integrated system is not a likely contributor to the event as vitros vanc lot 2514-46-9257 was producing acceptable results before the affected pack was put into use, and when a new pack (sequence # (B)(4)) was put into use, with no actions performed on the analyzer. (B)(4).